Event description:
It was reported that the insulin pump was cracked on the bottom left corner of the screen and the customer could not remove the battery cap from the pump. The customer's blood glucose was 128 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked display window, cracked battery tube threads, a cracked belt clip slot and a stripped battery cap coin slot.